Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. In this case, there was intervention performed in order to treat the pvl. The device was not returned for evaluation, as it remained implanted. Based on the available information, the root cause of the plv remains indeterminable. However, it is likely that patient related factors and procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 19mm pericardial aortic valve developed pvl on pod #4. A balloon valvuloplasty with a 22x45 mm true balloon was performed to treat the pvl. Outcome was reported to be well. Through review of medical records, at the initial avr procedure, an anterior hockey stick aortotomy was created exposing the aortic valve which was found to be very calcified. All leaflets and calcified material was removed. The annulus was sized to a 19mm pericardial aortic valve. The valve was placed using the delivery system. The valve and root was inspected and found to have a very good result. The valves seated well and all leaflets moved well. The left main and right main ostia were free and clear. Then the aortotomy was closed. Then tee was used to evaluate cardia function and valvular function. There was mild perivalvular leak, the valve functioned well with a mean gradient of 8mmhg and peak of 17mmhg. Cardiac function was normal. Then patient was weaned off from cpb. Hemodynamically, the patient was stable and chest was closed. She has done well post-surgically, but did have a diastolic murmur and underwent tte prior to discharge where there was evidence of moderate to severe aortic perivalvular leak. On postoperative day (pod) five, tee revealed moderate to severe perivalvular leak on the short axis view what appeared to be the right and noncoronary cusp commissure. Tte and tee confirmed a 3+ perivalvular ai. On pod #6, the patient underwent balloon aortic valvuloplasty with 22x45 mm true balloon to expand the valve skirt in the lvot. Afterwards, repeat tee reveled at least moderate residual pvl. No central ai and leaflets appeared intact. Patient tolerated the procedure well without complications. Patient will be re-assess in a month for pvl and if still 2+ or greater, consideration for vascular plug closure.